Manufacturer narrative:
Third party inspected unit and found it to operate correctly. Failure noted by user facility could not be reproduced.

Event description:
Hosp reported unit alarmed and went inoperative with no error codes noted. No pt problem noted.